Manufacturer narrative:
This lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that two days post-implant, this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture (loc), and high, out-of-range pacing impedance measurements of greater than 2,000 ohms. An x-ray was performed and confirmed the lead was not dislodged. Blood was observed inside the lead, indicating a possible fracture and insulation breach. A lead revision was performed the following day. This lead was explanted, and the first replacement lead was not able to be implanted due to helix extension difficulties. Another lead of the same model was then implanted successfully to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Visual inspection noted deformed conductor coils at 172 mm from the terminal pin. Cuts in the insulation were observed 178-182 mm from the terminal pin. The helix was extended, and blood was present in the helix housing and neck region. A soft stylet was returned inserted in the lead; there were several bends in the stylet, and it was removed from the lead with some resistance noted. X-ray analysis was performed and confirmed the conductor coils were intact. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing thresholds, loss of capture (loc), and high, out-of-range pacing impedance measurements. The lead passed electrical testing.